Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2011; dtbb1d1 crt-d, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) epicardial lead was programmed off due to rising threshold and remains in the patient. No patient complications have been reported as a result of this event.